Manufacturer narrative:
Correction: e1 (phone and fax number) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was partially fired. Staple pushers were visible up until the 3cm cut line. The clamping mechanism was deformed. Staple pushers were sub-flush with the cartridge. It was reported that during a sleeve gastrectomy procedure, the reload was fired for the third time using slow-firing mode at level 2. Following this firing, three loose staples were observed falling into the patient¿s cavity. The staples did not form a b-shape and were laparoscopically removed using a grasper. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws and firing the reload, which is in interlock status. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure, the reload was fired for the third time using slow-firing mode at level 2. Following this firing, three loose staples were observed falling into the patient¿s cavity. The staples did not form a b-shape and were laparoscopically removed using a grasper. Further investigation of the reload revealed a few staples protruding in the anvil that also did not form to a b shape, and the central staple line was incomplete. An air leak test was performed and no leak was found. The surgeon then sutured over the staple line for assurance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.